Event description:
Customer states the aiming laser device on the x-ray system has come loose. If the laser device detaches during a procedure, it may hit a patient.

Manufacturer narrative:
Eval, method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.